Event description:
It was reported that the patient could not have an MRI due to their implantable neurostimulator (ins). Specifically, the patient went to the emergency room last night and that they had wanted to do an MRI of the c-spine. The ER visit was reported to be unrelated to the ins device implant. It was noted that the patient was put into the MRI machine ¿for 1 second¿ but was stopped because the patient had a ¿weird feeling¿. It was confirmed that the patient had no injury as a result since it was only for ¿1 second¿. It was noted that the patient had difficulty talking because of ¿pain¿. The patient had an appointment for (B)(6) 2013 for follow up with their managing healthcare professional (hcp). Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02neh, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).